Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge resection, after firing, the device jammed across the tissue and user was unable to release the jaw mechanism to open the instrument in order to remove the tissue specimen. A new stapler handle was opened and multiple staple loads used to wedge the tissue out around the stuck device. This allowed the specimen and faulty device to be removed from patient. There was no patient injury.